Event description:
The customer reported that the device used for a sub-total gastrectomy was distorted. The site felt that this deformity caused oozing under 200cc. Another device was used to complete the procedure without incident. There was no patient injury.

Manufacturer narrative:
Covidien reference # : (B)(6). Date of initial report : (B)(6) 2010. The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.